Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting within the unit. Once the new battery was installed and a manual self test performed the AED functioned as designed and was able stay in service. Although requested, the battery pack has not been returned and the cause of the complaint is not known.

Event description:
A customer reported that upon inserting a new battery pack, their AED powered on and prompted a service code. The customer did not report this occurring during patient use.